Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a a blood glucose of 30 mmol/l with nausea and vomiting. The patient was unable to provide a discharge diagnosis. The patient reported that the pump was removed at the time of the emergency room visit and the patient was given intravenous fluids and later intravenous insulin. The reporter indicated being on multiple daily injections at the time of release. The pump was reviewed with the reporter and indicated that the basal deliveries matched the programmed settings and were correctly reflected in the total daily dose. During a review of the bolus history, the reporter indicated that the pump bolus deliveries did not match the total daily dose history and there was more than a 5 % difference between the values. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with an indication that the pump bolus delivery records were inconsistent.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An audio bolus and a normal bolus were performed successfully and the pump total daily dose correctly reflected the bolus deliveries. Unrelated to the complaint, the display screen was observed to be discolored with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.